Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; unable to interrogate and the rf (radio frequency) head was out of specification on uplink functional tests due to the rf head cable. The rf head cable insulation was found ruptured. (B)(4).

Event description:
It was reported the cable failed. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.